Event description:
The customer reported recurrent errors which resulted in a loss of vascular/cinematic imaging. No pt or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.